Event description:
It was reported to philips that the ac indicator light on the device was intermittent and there was a high pitched noise coming from the ac module (apl1ad41-000 - 005908). There was no reported patient or user involvement and no adverse patient/user impact.